Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Stent fracture can be a result of, but is not limited to, stent material, heavy calcification, post dilatation technique, anatomical motion resulting in stress/fatigue of the stent material and/or interaction with other device post deployment. In this case, the stent fracture was not noted at the time of stent implant, suggesting that the noted damage occurred post procedure. However, a definitive cause for the reported stent fracture could not be determined. A review of the finished device lot history records did not reveal any nonconforming material records for this lot and there is no indication of a lot specific product deficiency.

Event description:
It was reported that during the four year follow-up post stenting procedure in the right internal carotid artery, an x-ray was taken on (B)(6) 2011 that showed a stent fracture. Reportedly, there was no treatment or adverse patient effect related to the fractured stent. No additional information was provided.